Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient had high impedances on the paddle lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was discarded by the medical facility.